Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found to be within calibration on all graft settings. The motor rpms were found to be within the specification limits. No inconsistency in rpm or motor stalling was noted. As part of the preventative maintenance the following parts were replaced; reciprocating arm, seal and retaining ring, poppet assembly, bearing, motor, and "o" ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 1992. A review of the service records indicate that the device has not been consistently returned to the manufacturer for annual repair or preventative maintenance. Unit was received in september 1994, november 2001, june 2006, and january 2008. It is documented in the instruction manual indicated with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."

Event description:
It was reported that when the surgeon was harvesting skin with the zimmer air dermatome, the unit stalled. When the surgeon lifted the dermatome from the patient, it had created a deep cut that went through the muscle of the patient. The surgeon stitched the cut and switched to a different dermatome and finished the case. The surgeon stated that the patient would be fine.